Event description:
Information was received indicating that a patient with a smiths medical deltec® port-a-cath®ii was found to have an infected port pockets. Subsequently, it was required to explant the port and replace it with a new one. No further adverse effects were reported.